Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, the implant surgeon was not contacted for add'l info. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has experienced glare which affects her ability to drive at night. The consumer stated that she was unhappy that she has to wear eyeglasses after her iol implants. According to the consumer, her surgeon could not find a reason for her issue with glare. Previously, the consumer had reported that she only had issues with her left eye, however, she later reported that both eyes were affecting her night driving. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye. A report for the left eye was previously field under MFR report # 1119421-2013-00918.